Manufacturer narrative:
Date of event: unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown, not provided. If explanted; give date: n/a (not applicable). The lens remains implanted in the eye. (B)(6). Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that something like a cloud developed on the intraocular lens (iol) implanted in the left eye of a female patient. It was also noted that the patient has is complaining that it is difficult to see. The patient was treated with yag (yttrium-aluminum-garnet) laser procedure, but the symptoms are persistent. There was no patient injury reported. Additionally, the doctor explained that the entire surface of the lens becomes white and cloudy with the z9002 lens. The doctor thinks the issue is possibly calcification but he is not sure of the cause. The doctor will make the decision in (B)(6) 2020 as to whether or not the lens needs to be extracted from the patient's eye. No additional information was provided. The patient had bilateral lenses implanted. This report captures the event for the left eye. A separate report is being submitted for the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.